Event description:
It is reported that the 9mm articular surface would not seat into the baseplate. The surgery was completed with an 8mm articular surface.

Manufacturer narrative:
Eval summary: visual inspection of the device shows gouges and damage to the locking machine of the articular surface, indicating that it did not properly slide under mating part on the base plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Eval: the device history records were reviewed and found to be conforming; indicating the devices were manufactured, inspected and packaged to specifications. Dimensional analysis shows that the device is conforming to print specifications.